Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 row b had a detection issue and drawer 4.2 had a stuck solenoid, boards and retractor band were defective while drawer 7 had a faulty slide rail. A field service engineer arrived onsite and addressed three separate issues. For drawer 3.2, row b was not detected on the bus; the engineer manually released the cubie pockets in row b and reinserted them, after which the drawer auto recovered following a reboot. For drawer 4.2, the engineer replaced the solenoid, pmc board, retractor band, and drawer controller, and updated the controller assignment under the storage location. For drawer 7, a faulty slide rail on the full-height cubie drawer was replaced. The engineer accessed the drawers via inventory and confirmed successful operation. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.